Event description:
Reported discrepant sars result for 1 symptomatic consumer. The consumer communicated they tested positive with quickvue otc and negative with another rapid antigen assay. No confirmatory testing had been completed. An additional consumer event was also communicated which is captured on a separate report.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: phone.